Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was alarming no delivery. Customer took out the battery and lost the battery cap. Customer reverted to manual injections. Customer's blood glucose was at 417 mg/dl. Customer was advised that when she received battery cap to call back to troubleshoot. No further information reported.